Event description:
It was reported that customer experienced a blank screen display. Customers blood glucose was 153 mg/dl. Customer reported that when attempting to bolus, the display screen was flashing, customer changed batteries and insulin pump shut off. Customer also noticed moisture under screen display. After troubleshooting, display screen returned. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.